Manufacturer narrative:
Concomitant medical products: 6725 adaptor, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pain in their cardiac resynchronization therapy defibrillator (crt-d) pocket. A chest x-ray showed that the crt-d had dropped in the pocket. A pocket revision was performed and the crt-d remains in use. No patient complications have been reported as a result of this event.